Event description:
A novasure endometrial ablation was performed on (B)(6) 2012. The pt returned to the doctor's office on (B)(6) 2013 with "malaise and thick, foul smelling, discharge from the cervix and vagina". Additionally, "she had sores on her buttocks from the discharge". She was diagnosed with "possible endometritis". Treatment included augmentin (amoxicillin and clavulanate potassium) and flagyl (metronidazole). No cultures were done and the patient was not admitted.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted. No relationship can be established between DHR and current complaint. Device history record (DHR) review was unable to be conducted for the novasure device or ths hysteroscopy equipment as product identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).